Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(6) ) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pain, sometimes so bad I cannot take care of my kids/ persistent and constant severe pelvic pain/ persistent, mild to intensely sharp left and right pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included anal sphincterotomy (repair anal fissure) in (B)(6) 2011, multigravida, parity 2 (((B)(6) 2010 and (B)(6) 2012)), miscarriage (1), pre-eclampsia, difficulty breathing, palpitations, chest pain, anxiety, endometriosis, shingles and obesity (bmi 34 - at time of essure placement). Previously administered products included for an unreported indication: zoloft from 2005 to 2017, depo-provera from 2006 to 2009 and pain medication. Concurrent conditions included hypokalemia. Concomitant products included antibiotics since (B)(6) 2017, metoprolol succinate (toprol) since (B)(6) 2017 and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and vulvovaginal pain ("vaginal area pains"). On an unknown date, the patient experienced abdominal pain ("tummy hurts to much to rock him"), dyspareunia ("sexual intercourse has become too painful"), anxiety ("mental anguish") and abdominal pain upper ("stomach pain"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the abdominal pain, anxiety and abdominal pain upper had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, dyspareunia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: did not claim that experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2012; physician¿s nurse told her that it had been difficult to get the coil in left tube when she called to complain about the pain she was in and that could be the reason that she was still sore). A child case was created for baby that was breastfed during use of essure (us-bayer-2020-069184) due to ear problems and possibly allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Computerised tomogram thorax - on an unknown date: results: no evidence for pulmonary embolus. Ultrasound scan - on (B)(6) 2013: results: uterus measures 5.0 x 3.8 x 4.5 cm. In (B)(6) 2013, hysterosalpingogram test was done. On (B)(6) 2013, essure coils were noted bilaterally in the left and right tubes, tubal occlusion were confirmed with no spillage of the dye. On (B)(6) 2017, essure coils grossly identified within cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-feb-2014. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pain, sometimes so bad I cannot take care of my kids/ persistent and constant severe pelvic pain/ persistent, mild to intensely sharp left and right pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included anal sphincterotomy (repair anal fissure) in (B)(6) 2011, multigravida, parity 2 (((B)(6) 2010 and (B)(6) 2012)), miscarriage (1), pre-eclampsia, difficulty breathing, palpitations, chest pain, anxiety, endometriosis, shingles and obesity (bmi 34 - at time of essure placement). Previously administered products included for an unreported indication: zoloft from 2005 to 2017, depo-provera from 2006 to 2009 and pain medication. Concurrent conditions included hypokalemia. Concomitant products included antibiotics since (B)(6) 2017, metoprolol succinate (toprol) since (B)(6) 2017 and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and vulvovaginal pain ("vaginal area pains"). On an unknown date, the patient experienced abdominal pain ("tummy hurts to much to rock him"), dyspareunia ("sexual intercourse has become too painful"), anxiety ("mental anguish") and abdominal pain upper ("stomach pain"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the abdominal pain, anxiety and abdominal pain upper had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, dyspareunia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: did not claim that experienced a hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2012; physician¿s nurse told her that it had been difficult to get the coil in left tube when she called to complain about the pain she was in and that that could be the reason that she was still sore) a child case was created for baby that was breastfed during use of essure (us-bayer-(B)(4)) due to ear problems and possibly allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Computerised tomogram thorax - on an unknown date: results: no evidence for pulmonary embolus. Ultrasound scan - on (B)(6) 2013: results: uterus measures 5.0 x 3.8 x 4.5 cm. In (B)(6) 2013, hysterosalpingogram test was done. On (B)(6) 2013, essure coils were noted bilaterally in the left and right tubes, tubal occlusion were confirmed with no spillage of the dye. On (B)(6) 2017, essure coils grossly identified within cornu. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: bmi was amended. A child case was created for baby that was breastfed during use of essure (us-bayer(B)(4)). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (B)(4) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily pain, sometimes so bad I cannot take care of my kids/ persistent and constant severe pelvic pain/ persistent, mild to intensely sharp left and right pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, anal sphincterotomy (repair anal fissure) in (B)(6) 2011, multigravida, parity 2 ((B)(6) 2010 and (B)(6) 2012), miscarriage and pre-eclampsia. Previously administered products included for an unreported indication: zoloft from 2005 to 2017, depo-provera from 2006 to 2009 and pain medication. Concomitant products included antibiotics in (B)(6) 2017 and metoprolol succinate (toprol) in (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and vulvovaginal pain ("vaginal area pains"). On an unknown date, the patient experienced abdominal pain ("tummy hurts too much to rock him"), dyspareunia ("sexual intercourse has become too painful"), anxiety ("mental anguish"), treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure") and abdominal pain upper ("stomach pain"). The patient was hospitalized sometime in (B)(6) 2017. The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the abdominal pain, anxiety and abdominal pain upper had resolved and the dyspareunia and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, dyspareunia, pelvic pain, treatment noncompliance and vulvovaginal pain to be related to essure. The reporter commented: she does not claim that she is allergic to nickel or any other component of essure. She did not claim that experienced a hypersensitivity reaction to nickel or any other component of essure. (B)(6). In (B)(6) 2012; physician¿s nurse told her that it had been difficult to get the coil in left tube when she called to complain about the pain she was in and that could be the reason that she was still sore) diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). In (B)(6) 2013, hysterosalpingogram test was done. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Historical conditions added. Concomitant drugs added. Therapy dates updated. Indication added. Historical drugs added. Events updated: ¿daily pain, sometimes so bad I cannot take care of my kids/ persistent and constant severe pelvic pain/ persistent, mild to intensely sharp left and right pelvic/persistent/constant pelvic , vaginal area pains.¿, and ¿tummy hurts to much to rock him and stomach pain¿. New events: stomach pain, mental anguish, she did not use birth control or contraception at any time following her essure placement procedure and vaginal area pains were added from pfs. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.